Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. The programmer booted up to black screen with no backlight on. The inverter was shorted out on lower half and the inverter cover was melted. There was no evidence of abuse or mishandling observed. All affected components were replaced. The programmer passed all functional incoming tests. Laboratory analysis confirmed the reported allegation.

Event description:
Boston scientific received information that this programmer's screen went black. Boston scientific technical services (ts) confirmed that the programmer was not dropped or mishandled. The programmer will be returned. No patient involvement was reported.